Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Hospital staff reported patient has been admitted to the hospital for dka on (B)(6) 2014. Caller stated the patient had a reading over 800 on the hospital meter. Patient reported she experienced elevated blood glucose levels begin the evening of (B)(6) 2014. Patient programmed a temporary basal rate (tbr) of 150%. Patient stated on monday at 2:30 am, she began vomiting and asked her husband to take her to the hospital. Patient reported she was given an IV of 3 bags of saline and is on an insulin drip. Patient stated she was also given an injection for blood clots. Patient alleges the elevated blood glucose level is due to a leak in the system. Patient reported she discovered the leak while at the hospital during troubleshooting. Patient stated she had programmed a bolus and the pump began to leak at the luer. Patient reported she dried the adapter/luer and tightened the tubing, but insulin continued to leak from the luer instead of the end of the tubing; tubing is 2 weeks old, so advised patient to change tubing every 6 days. Patient stated she smelled insulin before the hospitalization but did not investigate to see if there was a leak. Infusion set not available; replacement was sent.